Event description:
The customer stated after performing maintenance on the cell-dyn 3200 and changing the millipore filter, platelet results shifted high. A patient generated an initial platelet result of 218 k/ul and after filter replacement, the result was 1200 k/ul. The millipore filter was replaced a second time and when the sample was retested, the platelet value was 218 k/ul. Suspect results were not reported and there was no impact to patient management.

Manufacturer narrative:
(B)(4). The issue was resolved after replacement of the millipore filter a second time and the customer required no further assistance. It is possible that the elevated platelet results were due to contamination or bubbles in the millipore filter; however, it could not be confirmed since no product was returned for evaluation. The cell-dyn 3200 system operator's manual (list number 06h60-01, revision n) (B)(4), service and maintenance, (B)(4), states that contamination is usually manifested by high platelet background, poorly defined plt-rbc (0 deg/10 deg) scatter plot, excessive wbc flagging, or erroneous (B)(6) differential results. Every time the filter is replaced, background cycles should be run until the background reading is within specification, usually five to ten cycles. The presence of air bubbles inside the filter may lead to an elevated platelet count. A review of complaints for the period of (B)(6) 2008 through (B)(6) 2008, did not indicate any adverse trend for the cell-dyn 3200, list base number 04h60-01 (includes list number 04h59-01), related to the reported issue. (B)(6) 2008 through (B)(6) 2009 reports have been evaluated and no potential adverse trends have been identified related to this issue. Based on the investigation, no product issue was identified for the cell-dyn 3200, list number 04h59-01, for the reported issue. There is no systematic issue with the cell-dyn 3200 product line.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.